Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that the battery lock was damaged. Review of archive data showed that fault 7 was present in the most recent sessions. Functional testing could not be performed due to the constant fault 7 that could not be cleared. Customer's reported problem was confirmed during investigation. Both load cells were in bad conditions and were replaced to remedy the complaint. The damaged battery lock was replaced and the platform passed final test. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.

Event description:
It was reported that upon shift check, the autopulse platform was found to show a user advisory 7 message that could not be cleared. No further information was provided. There was no pt involvement reported.